Manufacturer narrative:
Insulin pump received with detached or missing reservoir retainer ring, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted. The test reservoir does not stay locked in place due to detached or missing retainer. Unable to perform displacement test due to detached or missing retainer.

Event description:
Customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 127 mg/dl at the time of incident. The customer stated that the reservoir ring was broken. Customer stated that the reservoir ring does lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.